Event description:
It was reported that pt underwent bi-polar hip arthroplasty in 2006. Subsequently, pt reportedly fell and prosthesis disassociated from the modular head component. Components were replaced during revision surgery on the following month.

Manufacturer narrative:
No further complications have been reported. Review of the device history records show that lot released with no recorded anomaly or deviation. There ware warnings in the package insert that state that this type of event can occur. Eval of returned device noted, no material defects.